Event description:
The customer reported that the system's vascular settings had disappeared. This prevented the cine function from being operational, which resulted in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded and the general purpose operating system was reseated. The system was then found to be operating as intended.